Event description:
A customer in (B)(6) reported a false positive cefoxitin screen in association with the vitek® 2 ast-gp75 test kit. The customer stated the initial cefoxitin screen was positive and then negative upon repeat. The customer reported that there was a delay more than 24 hours for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) obtained false positive cefoxitin screen results when testing four staphylococcus aureus isolates on vitek® 2 ast-gp75 cards. On repeat, negative results were obtained. Cefoxitin disk testing gave susceptible results. The isolates were not available for submittal. An internal biomérieux investigation was performed with results as follows: submittal of the isolate is required in order to confirm vitek® 2 discrepancies compared to the reference method. Raw vitek® 2 card data are required in order to assess organism growth in the card. Vitek® ast-gp75 lot # 2750502103 met final qc release criteria. This lot passed qc performance testing.